Event description:
There was two endeavor sprint rapid exchange (rx) drug eluting stents implanted in the 1st om during the index procedure. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that an mi occurred approximately 5 day post stent implant. Mi was categorized as a non q wave mi and was not in the territory of the target vessel. No further details are available. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up's. Ref MFR # 9612164-2012-00321, 9612164-2012-00322.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi).